Manufacturer narrative:
The tech replaced the coil cable to resolve the issue.

Event description:
The tech alleged the coil cable was run over by the head brake caster, resulting in exposed bare wires. No injuries reported.